Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, company rep stated pt reported issues with the infusion set and had been hospitalized; call was lost during transfer. On call back, pt reported he spent 12 hours in the hospital due to an elevated blood glucose, due to the infusion set. Pt reported he inserted the infusion site around 6 pm on (B)(6) 2011. Pt stated he went to the hospital at 6:30 am, because of high blood glucose symptoms. Pt reported his blood glucose level was 731 mg/dl at the hospital. Pt stated they gave him insulin via syringe and his blood glucose came down. Pt reported, it took 12 hours to get his blood glucose back to normal. Pt is using a competitor's infusion device. Pt stated the infusion device did not display any errors or let him know that he wasn't receiving the insulin. Pt reported there was no leaking at the infusion site and the site is inserted correctly, but it is just not giving him any insulin at all. Pt declined replacement infusion sets or to try a different type of infusion set. On f/u call on (B)(6) 2011, pt reported he discarded the alleged infusion set. Pt stated when he removed the infusion set from his body, he noticed it was bent. Pt declined replacement infusion sets. No product return was requested.